Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00161. Additional information received indicated surgical intervention took place on (B)(6) 2016. Intra-operative direct testing of the lead indicated elevated impedance readings. The lead was explanted and replaced, with the replacement lead being directly connected to the existing extension. The patient reported effective therapy and was very happy with the coverage being provided. Additionally the extension was implanted on (B)(6) 2016, however the date the lead was implanted was unable to be provided to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00161. It was reported the patient ((B)(6)) lost stimulation following a physiotherapy session. Surgical intervention may take place at a later date. No further information is available.

Event description:
Additional information received indicated that prior to the explant of the lead, x-rays were taken and showed the lead position had moved from the original implant placement. The date of implant was also provided and had been added to this report. Additionally, the issue contained within this report was found to have also been reported within MFR report: 3008829311-2016-00149.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00161.